Event description:
Unit was set at the following rate = 40cc/hr. Volume to be delivered = 474 cc with these settings. 474 cc was delivered in 5 hrs instead of the required 11.5 hrs. Final pump settings read: rate = 40 cc/hrs. Volume delivered = 296 cc (even though 474 cc had actually been delivered).